Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this home monitor was not working. It was later discovered that the power cord was burnt. There was no damage to patient or the patient's environment as a result. A return request was made for this product.